Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken, the fiber bonding in the outer tube area (distal end) is damaged, error scope communication error (b30) occurs and no image. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error scope communication error (b30) occurs and no image is displayed and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device lost connection between the camera and the rack and stop working during therapeutic tep surgery. The intended procedure was completed using a similar device after a brief delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.